Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no information provided regarding the customer's blood glucose level, so any potential impact is unknown. It was noted that the device is being returned for evaluation, and a replacement pump was provided to ensure uninterrupted insulin delivery.